Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and hypoglycemia. The customer blood glucose level in 500 mg/dl. The customer declined troubleshooting for high blood glucose and low blood glucose level. Customer stated that the auto mode was on. The insulin pump will not be returned for analysis.